Event description:
It was reported that during troubleshooting for bent cannulas, the user administered external subcutaneous insulin via pen while remaining connected to the ilet to correct blood glucose (bg) that had reached 400 mg/dl. The user later had a bg of 197 mg/dl. Education was provided regarding insulin stacking and best practices, and there were no device alerts or alarms. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper or incorrect procedure of injecting external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.